Manufacturer narrative:
(B)(4). No images or product are received to assist the investigation. The description of the event says that the physician made several attempts to snare the filter. Without images it is not possible to conclude a cause to the difficulty. Finally, the snare got caught in collapsed filter and could not be moved. This could be caused if the filter was pushed forward when using the retrieval set. Then the filter hooks get more attached to the ivc and when the sheath is pushed forward, the filter collapses but is still attached to the ivc and consequently it is difficult to remove, since no images or product are available for investigation, it is not possible to give an exact root cause. The filter has been placed for approx 2 month. Normally, the filter can be retrieved within that time period. It is very unusual that the snare of the retrieval set get stuck in the filter. Maybe, if the retrieval loop system got twisted, when the snare had caught the filter, it could be difficult to release the snare from the filter. The instructions for use (IFU) for (B)(4), does not describe the option to twist the retrieval loop system while retrieving the filter. Whether the (B)(4) is used for the retrieval attempt is very doubtful. The only available info about the retrieval set is from the medwatch report "suspect medical device" which describes "percutaneous retrieval, snare." Therefore, it is most likely not (B)(4) that is used for the retrieval attempt. Monitoring of similar reports will continue.

Event description:
The pt was scheduled for inferior vena cava (ivc) filter removal in the operating room. After multiple and prolonged attempts to snare the filter hook. I was again unsuccessful in doing so. The ivc filter collapsed and couldn't be pulled out with the snare. The snare to remove the filter became tangled in filter. The filter was unable to be pulled out of the ivc and the snare was unable to be removed. The snare and sheath were left in the right jugular and the pt was sent to ICU post procedure. The pt was brought to special procedures the next day to attempt retrieval of both snare and ivc filter and the physician was unable to remove either device. The physician then cut off the snare with wire clippers at the neck, leaving the snare in the svc. The pt remained hemodynamically stable with vital signs and sedation during the whole procedure. The physician talked to the pt's family informing them of the events. The pt received a second procedure the following day. However, the device still could not be removed.